Event description:
The customer reported the control panel failed to light up. While troubleshooting by a ge service rep, the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray console was replaced and a loose connection in the surge suppressor was restored. The system was then found to be operating as intended.